Event description:
It was reported that patient underwent a knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent an irrigation on (B)(6) 2014 due to alleged infection. The tibial bearing and locking bar were removed and replaced. It was further reported patient underwent a washout procedure on (B)(6) 2014 due to alleged infection. During the procedure, all components were removed and replaced with cement spacer molds. There has been no further reported revision procedures to date. A review of the invoice history confirmed the surgery dates and which components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-06210, 06464/06467).